Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 010000664 g7 pps ltd acet shell 54f lot#: 6541986. Catalog#: 010000741 g7 neutral arcomxl lnr 36mm f lot#: 6346459. Catalog#: 574202030 avenir cmpl ha ho col size 3 lot#: 2990331. Catalog#: 00877503601 bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 lot#: 2993734. Unknown luque wire. The event was confirmed with medical records received. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown.   A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial right total hip arthroplasty, while broaching for the femoral stem, the surgeon noted a crack in the femur. A luque wire was used to secure the femur. The procedure was completed without further complication, and the patient was discharged to home the next day. No further event information available at the time of this report.